Event description:
It was reported that during a gastric bypass procedure, while removing the stapler out of the anastomosis, the head separated from the instrument and remained in the "situs". The device could be removed; anastomosis was okay. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.